Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, the probable cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device service and maintenance, the diopter ring had dirt on the rhino-laryngofiberscope that was difficult to remove. There was no patient involvement.